Event description:
It was reported that the customer's insulin pump alarmed motor error. It was stated that the device was stuck in rewind loop, and the drive support cap was slightly indented. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. However, the motor passed the motor test. The device had scratched display window, cracked display window corner, and broken belt clip slot.